Manufacturer narrative:
No pt injury occurred. The prismaflex machine is currently in use. Gambro renal products has rec'd pictures of the pressure and history data of the related incident period, and has requested add'l info. An investigation is ongoing. A final report will be submitted once the investigation is concluded.

Event description:
Customer reported an incident with the heparin pump during treatment with no error codes; attention was attracted to extreme negative return pressure and extreme positive patient pressure. The customer also reported that... "...the blood line between filter and teh arterial side was very 'clear', and the haprin syringe was empty." Blood loss volume reported was the amount of one cassette volume.